Manufacturer narrative:
(B)(4). The device was returned and the reported difficult to remove was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however the noted damages appear to be related to operational context. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information indicates that the physician does not remember how the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. A 4.5x8mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion, the balloon was inflated and the lesion was treated without issue. The bdc was withdrawn and resistance was noted with an unspecified guide catheter. Thus, the bdc and guide catheter were removed as a single unit. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.